Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was poor aspiration during the phacoemulsification portion of a cataract extraction with intraocular lens implant (iol). The patient experienced significant corneal edema and the procedure was altered to extracapsular cataract extraction and closed with 3-4 sutures. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. A surgeon reported that there was poor aspiration during the phacoemulsification portion of a cataract extraction with intraocular lens (iol) implant. The surgeon noted the patient had a pretty hard cataract. The surgeon started the procedure with a nice incision and successful capsulorhexis. During the phaco quad stage the surgeon noticed that something was not working well. A more experienced cataract surgeon took over the surgery. After a long time trying, he could partially crack the nucleus. At this very moment it became pretty obvious that the aspiration was very poor. The small nucleus pieces just didn¿t come at all to the phaco tip. The surgeon had to carry them with the chopper to the very edge of the phaco tip to successfully emulsify them. There was no follow ability. After a huge effort and long surgery time, only half of the nucleus could be emulsified. The patient started having corneal edema. The surgeon noted there was a corneal burn because the surgeon used a lot of phaco ultrasound. There was an occlusion tone noted. The surgeon converted the surgery to the extracapsular technique. The iol was put in the bag. Three or four stitches were used to close the wound. During the whole procedure we tried to optimize the aspiration parameters. The flow rate was initially 35 and even by changing it to 55, we had no satisfactory response. Additional testing was done and it was concluded that the phaco handpiece was aspirating poorly. The I/a handpiece was aspirating pretty normally. The customer noted the phaco handpiece may have been obstructed with residue material from the last surgery. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. Corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 22, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore the root cause of system having phaco aspiration issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).